Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please describe the sterile packaging: it is not sealed. Are there any tears/holes in the sterile packaging? No. Was the sterility of the device compromised? Yes. Please perform and document the follow up attempt for product return. -no device can be returned. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device (B)(6) and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2026 and suture was used. When preparing for use before surgery, it was found that the package seal is in open status. Need investigation what's wrong with the seal. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested